Event description:
Pt reported that their device and lead located on the left side was getting "odd stimulation and shocking at the device site and that the device was getting close to end of life." It was decided that a new system would be implanted on the right side, and the old sys was left in on the left side.

Manufacturer narrative:
(B)(4)